Manufacturer narrative:
Tricuspid valve-in-valve replacement with the commander delivery system is not indicated for use at the time of the complaint. The risk management file captures risks for indicated device use only. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints of gross and fine adjust valve alignment difficulty were unable to be confirmed as no imagery w as provided and no device was returned for evaluation. Available information suggests patient factors (tortuosity) and/or procedural factors (valve alignment in a non-straight section of anatomy) may have contributed to the event since the case notes revealed that the valve alignment was not performed in a straight section as ''there was no straight segments''. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The complaint of balloon torn was unable to be confirmed as no imagery was provided and no device was returned for evaluation. Available information suggests patient factors (tortuosity) and/or procedural factors (high alignment forces, valve alignment in a non-straight section of anatomy) may have contributed to the event since the case notes revealed that the valve alignment was not performed in a straight section as ''there was no straight segments''. High forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. No further action is required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. H3 other text : device discarded.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent off-label ttvr via the jugular approach in a previously implanted 32mm cylinder surgical valve. As reported, the balloon of the 29mm commander delivery system was apparently lacerated during alignment of the 29mm s3 valve. There was difficulty with both fine and gross alignment. The valve was partially deployed, flaring at the outflow side. The patient required an access site cutdown to retrieve the valve. The patient was taken to surgery and was doing well. No photos of the device are available, no measurements taken. The device was discarded.